Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that receiving insulin flow block alarm and it was recurring again. Blood glucose was 177 mg/dl. Troubleshooting was performed. Customer also reported that insulin pump received insulin flow block but it was resolved by completely set change. The insulin pump will not be returned for analysis.